Manufacturer narrative:
Product analysis: customer comment was not confirmed. The epg passed functional test at reception. Upper/lower case, cover-bail and main cover were cracked. The epg case was opened, cleaned and inspected. Upper/lower case, cover-bail, main cover, key pad and serial label were replaced. The pacing output, sensing sensitivity, rate and internal circuit were calibrated. No anomalies found with functional test and performance test by test console. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) lower rate was fixed and could not be changed. The epg was replaced. It was recommended that the epg be returned for service but its current status is unknown. There was no patient involvement.